Manufacturer narrative:
The field service engineer could not determine a cause. The gear pump, rinse levels, and alignments were checked. The customer successfully ran calibrations and controls; all results were within the customer's established ranges. Precision studies were performed and were acceptable. There were no alarms on the last calibration performed on (B)(6) 2020. The calibration signals were slightly higher than expected. One level of control recovered outside of range. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a ca 19-9 value of 7.52 u/ml and this value was reported outside of the laboratory. The physician questioned the result, so the sample was repeated, resulting with a value of 548.6 u/ml. The repeat result was believed to be correct. The ca 19-9 reagent lot number was 416253, with an expiration date of 31-jan-2021.